Event description:
Per the attached medwatch report mw1036392, it was reported that one day post a coronary drug eluting stenting treatment procedure stent thrombosis occurred. The patient had "70% stenosis x 3 diagonal branch of" the left anterior descending (lad). A 3.00x24mm taxus express2 drug eluting stent was deployed. Integrilin, heparin, and plavix were given per protocol. There were no complications. One day later the patient began having chest pain and suffered an acute myocardial infarction. There was "subacute stent thrombosis of stent to 1st diagonal branch. Required balloon angioplasty of stented segment at 1st diagonal branch. Stent previously 100% occluded." Further information has been requested but has not been received.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.